Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an explant procedure. The explanted implantable pulse generator (ipg) was not returned.